Event description:
Same case as MDR ID #2134265-2013-04553 and MDR ID #2134265-2013-04554. It was reported that during percutaneous coronary intervention, motor drive unit was unable to perform pullback. The physician used an ilab system with an atlantis sr pro² catheter to image an unspecified vessel. The image was lost and the mdu had no display. They performed auto pullback once and rebooted the system up, however the issue was not solved. The procedure was completed with a different device. No patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).